Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Received device tracking information. The reason for right side removal was noted as ¿rupture¿. Later, healthcare professional reported "deflated". Device has been explanted.